Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that his onetouch ultra meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 (time not provided). The patient stated that he obtained results of "230 and 98 mg/dl" using the subject meter, both results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes with glibenclamida oral diabetes medications. The patient stated that he took an increased dose of medication on the early morning (date not provided) in response to the alleged inaccuracy. The patient denied that he developed symptoms or that he received treatment. The patient stated that he tested his blood glucose using another device (date/time not provided) and the result was greater than or equal to 500 mg/dl. At the time of troubleshooting, the csr noted that the test strips had expired or been open for longer than the discard date, the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting and the patient was using the correct testing technique. The csr also noted that the patient was advised to get new test strips as the subject strips expired on may, 2014. Based on the information provided, this complaint is being reported because the patient obtained a blood glucose result greater than or equal to 500 mg/dl. This result does meet lifescan's criteria for a serious injury.